Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(6) 2018, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. Fse observed an occlusion throughout the instrument, mostly likely caused by the large syringe tip wearing down. Fse replaced the sample loop, stator face, rotor seal for the injection valve, and large syringe. Fse then performed precision, calibrated the instrument and ran quality controls (qc); all results were within acceptable range. The g8 instrument functions as intended, the error cleared and no grinding noise is heard. No further action required by field service. A 13-month complaint history review and service history review for serial number (B)(4) from (B)(6) 2017 through the awareness date (B)(6) 2018 for similar complaints was performed. There was one (1) similar complaint identified during the searched period. The g8 operator's manual under chapter 6 - troubleshooting, states message 706 is syringe-l error and is generated due to operation error in syringe-l. The countermeasure is for the user to inspect the syringe-l and execute smp. Reset. The most probable cause of the reported event was due to worn out large syringe.

Event description:
On (B)(6) 2018, a customer reported getting message 706 syringe-l error and a grinding noise on the g8 instrument. On (B)(6) 2018, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.